Event description:
The facility reported a colleague infusion pump with a constant alarm involving failure code 515:320. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been recieved and is awaiting evaluation by baxter personnel. Once the evaluation is completed or additional information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 515:320 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing uim pcb. Baxter will continue to monitor similar reports to determine if further actions are required.